Event description:
The customer reported that the sys would lock up when trying to send images to pacs. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive was reformatted. The sys was then found to be operating as intended.